Event description:
Voluntary medwatch received states the right ventricular lead was capped due to fracture. No adverse patient consequences were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch: mw5155448.